Event description:
A journal article was reviewed which contained information regarding this system. The left ventricular (lv) lead had dislodged. The lv lead was repositioned. It was also noted that the patient had a pocket infection. Additional information was received which indicated that the right atrial (ra) and right ventricle (rv) had "stretched" and were repositioned. Follow ups showed normal electrical values for the ra and rv leads and no further action was required. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. There is a lead reported with no serial number provided: since no device ID was provided, it is unknown if this event has been previously reported; therefore, without a lot number or device serial number, the manufacturing date cannot be determined. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. There is a lead reported with no serial number provided: since no device ID was provided, it is unknown if this event has been previously reported; therefore, without a lot number or device serial number, the manufacturing date cannot be determined. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found that no anomalies were found.

Event description:
A journal article was reviewed which contained information regarding this system. The left ventricular (lv) lead had dislodged. The lv lead was repositioned. It was also noted that the patient had a pocket infection. The status of the system is unknown. There were no patient complications reported as a result of this event. A journal article was reviewed which contained information regarding this system. The left ventricular (lv) lead had dislodged. The lv lead was repositioned. It was also noted that the patient had a pocket infection. The status of the system is unknown. There were no patient complications reported as a result of this event.